Event description:
It was reported via repair work order that the lift was stuck in an elevated position due to stripped couplers and pinched power coil cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.